Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.122.054 lot: l557020 manufacturing site: (B)(4). Release to warehouse date: 01.sep.2017 the device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. Functional test: a functional test was performed and has shown that the drill sleeve (03.122.054) could be inserted without any problems into the outer sleeve (03.122.053) up to the millings on top of the outer sleeve. A further movement is not possible without apply a lot of force as the outer sleeve is damaged. Dimensional inspection: measurement outer diameter ø5.0: drawing se_225271 revision b. Gage: 3-03-17585 tolerance ø5.0 -0.02/-0.06 result: ø4.96 "pass" drawing/specification review: as the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection review is needed. Summary: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. A functional test was performed and has shown that the drill sleeve (03.122.054) could be inserted without any problems into the outer sleeve (03.122.053) up to the millings on top of the outer sleeve. A further movement is not possible without apply a lot of force as the outer sleeve is damaged. The complaint is disposed as confirmed due to evidence that the drill sleeve could not be completely inserted into the outer sleeve. But since the tip section of the outer sleeve is damaged we determine that this damage has let to the reported problem. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown surgical procedure, it was noted that six (6) outer sleeves, six (6) drill sleeves, and six (6) centering sleeves for kirschner wire (k-wire) were too tight to dismantle under operation. When the surgeon is about to remove the inner sleeve for k-wire and ready for drilling, all the sleeves will come out because they are too tight. Issue was also noted during inspection of the devices. This report addresses eight (8) of these devices. Additional devices are addressed in (B)(4). This report is for one (1) drill sleeve for proximal humerus plate. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.